Event description:
The customer contact reported a separation. The tubing set was connected to an unspecified microclave port and was being used to deliver an unspecified solution. It was reported that at the completion of the delivery, the nurse disconnected the tubing set from the unspecified microclave port. At this time it was reported that the tubing set had separated; however, the customer contact could not specify the location of the separation. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).